Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k926214. (B)(4). The actual sample was received for evaluation. Visual inspection revealed that the actual sample had been broken off at approximately 60mm from the distal end of the device. The main body and the fractured distal portion was measured and revealed: the fractured distal portion: approximately 60 mm; main body: approximately 1740 mm; total length of the actual sample: approximately 1800mm; total length of a current product sample: approximately 1800 mm. Magnifying and electron microscopic inspections of the fracture ends revealed that the distal fractured potion: some creases were observed on the urethane coating surface on the distal end; the core wire was exposed and some creased were observed on the proximal end; the urethane coating and the core wire had been fractured; both the urethane coating and the core wire had been broken off. The main body: some creases were observed on the urethane coating surface; both the urethane coating and the core wire had been broken off. The urethane coating was dissolved to evaluate the fracture ends of the core wire with sem. Radial pattern was observed on the fracture surfaces of both the fractured distal portion and the main body. The fracture surfaces of the fractured distal portion and the main body were found to fit to each other. It is most unlikely that the actual sample had a missing portion. The outer diameter of the actual sample on the intact section was measured and confirmed to meet the manufacturer specifications. Reproductive testing was performed, and a test sample was subjected to repetitive bending force at a 90-degree angle until it became fractured. The fracture surface had dimples and the fracture end was not deformed in a tapered shape. This state was found to be different from that on the actual sample. A test sample in a bent state was subjected to consecutive one-way torque force until it became fractured. Radial pattern was observed on the fracture surface. This state was found to be similar to that on the actual sample. A test sample held in a loop shape was subjected to pulling force until it became fractured. The fracture end had been curved. This state was found to be different from that on the actual sample. A test sample was subjected to pulling force until it became fractured. The fracture end had been deformed in a tapered shape. This state was found to be different from that observed on the actual sample. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample in the state of being curved was subjected to consecutive torque force in one direction, which resulted in the fracture of the core wire due to metal fatigue. Subsequently, when the actual sample was subjected to pulling force, the urethane coating got broken off. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the procedure, pta for occluded and calcified lesion in common iliac artery. The guide wire became broken. It was presumed that the guide wire was exposed to torque force when it became trapped in the calcification. The fractured distal section: approximately 10cm in length was retrieved with a snare successfully. The procedure was completed successfully. The patient was not harmed.